Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing their 8100 failing the patient side occlusion test using systems maintenance. After having the customer perform the analog sensors test using same software, it was determined the patient side pressure sensor voltages were out of tolerance. Recommended the customer replace that pressure sensor. If problem persist to try replacing the platen assembly. If fault does not clear, recommended sending in for repair due to possible logic board issue. Customer will move forward with my recommendations.